Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations. The embolization coil was intact with the pusher assembly and kinked in multiple locations. The introducer sheath was removed from the pusher assembly. Conclusions: evaluation of the returned device revealed the embolization coil was kinked in multiple locations throughout its length. This damage may have occurred due to repeated forceful advancement and retraction of the ruby coil. The damage noted on the embolization coil likely contributed to the resistance experienced by the technologist when advancing the ruby coil. Further evaluation revealed the pusher assembly was bent in multiple locations. This damage likely occurred due to forceful manipulation of the ruby coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician successfully deployed and detached an initial ruby coil into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the technologist experienced resistance and was unable to advance the coil. Therefore, the ruby coil was removed from the lantern and the procedure was successfully completed using new ruby coils and the same lantern. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.